Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and a mesh was implanted and on (B)(6) 2007 perigee was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with cystocele and rectocele repair due to cystocele and rectocele. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent perigee implantation concurrently with mesh trimming in (B)(6) 2007 due to extrusion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent graft paravaginal repair using perigee on (B)(6) 2007 due to bladder neck obstruction, cystocele, and periurethral scar.